Event description:
It was reported that a right ventricular (rv) lead was explanted due to damaging of the whole system during open heart/valve surgery. A new lead was implanted 10 days post explant. No additional adverse patient effects were reported.